Event description:
The customer reported that during a hysterectomy, the jaws of the device became stuck on the tissue and would not open. There was no further information as to how the device was removed from tissue. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2009 under 1717344-2009-00596. A visual inspection of the incident device revealed excessive tissue in-between the jaws. When the sample was latched closed the jaws aligned properly to each other. The jaws opened and closed without difficulty. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking.